Event description:
It was reported that a few days ago noticed a change in symptoms. Patient said that her hand was crooked and stiff and could hardly move her hand and her feet were tapping, cramping. When asked, patient said that the therapy was turned off and they can't get it back on. It was determined patient was using the wrong components with the app. When asked, patient said it would be easier for them to check with the recharger. With instruction patient connected to implant and stated that battery is charged to 50% and therapy is off. With instruction, patient connected to implant using the therapy app and communicator and successfully turned therapy on. Patient said that their symptoms are improving. Patient will maintain stimulation level and will continue to track symptoms. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.